Event description:
I checked my blood glucose at 10:32 pm and the meter gave a reading of 143. I then checked eight mins later and it returned a reading of 283. I then checked two mins later and a reading of 153. I checked immediately after that and it returned a reading of 240, then checked immediately after that and gives a reading of 121. Immediately again after that it reads 119. I changed meters and checked with a contour next and it gives a reading of 121. Had I corrected on a sliding scale with my insulin at the 283. I would have overdosed on novolog. This is unacceptable. Over a 140 point fluctuation in test results less than ten mins. FDA safety report ID# (B)(4).